Manufacturer narrative:
Unit powered up properly after battery installation and was received with operating currents within specifications. Unit was monitored and no blank display anomalies were noted. Unit received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that a bolus was attempted but the insulin pump buttons are not responsive and only the up and down button work. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for blank display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.